Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. No pre-existing conditions were noted on the product experience report (per). The reported product was located on tooth # 30 and used for approximately 2.5 years prior to the event date. The reported event could not be recreated without return of the devices. The customer has not provided additional pictures or x-ray images of the product. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant suffered damage to the internal drive feature. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the while torquing, the abutment screw broke. The broken portion of the screw was removed from the well seated implant. However, attempt to place a mhlas screw that would not fully engage / thread into the implant. The doctor is requesting a thread tap to re thread implant and re attempt screw placement.